Event description:
Boston scientific crm received information that this device was explanted, due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis. The device is a part of the shortened replacement window ((B) (6)2007) advisory.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.